Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Block h3: no intrasight components were replaced or returned for evaluation, thus no product investigation was performed. Block h6: a field service engineer on-site support was no longer needed as the facility resolved the issue. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during an emergent case while attempting ivus, the intrasight system received a hardware fault error. A mobile system was brought in and the ivus procedure was completed with no patient injury reported. This product problem is being reported because the system could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.